Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the internal leakage test during the pre-use check. Our field service engineer (fse) investigated the ventilator on site. The leakage was located to the inspiratory pipe. The fse solved the issue by cleaning the inspiratory pipe. After the cleaning, the performed pre-use check passed the test. The root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: #(B)(4).